Event description:
Defective baxter epidural tubing. Sales rep knows they have tubing problems and recommended priming tubing on the pump as one way to decrease problems. Rptr primed 1st tubing on pump, alarmed, "air in libne." Repurged tubing x 2, still alarmed. Second tubing, primed on pump, same message. Third tubing worked.